Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm has no sound when weight is off the sensor. No physical damage observed. (B)(4).

Event description:
The customer reported that when the hold feature is selected, the alarm continues to sound. The batteries have been replaced and there was no visible damage to the outside of the alarm. There was no pt incident or injury reported.